Event description:
Patient reported, the check button on the infusion device is defective. Patient stated, he noticed the infusion device was moldy at the infusion adapter while on holiday. Patient reported frequent e4 (occlusion) errors. Patient reported, he thinks the high moisture was the problem. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.